Manufacturer narrative:
Per -3663 final report additional information, including x-rays, operative notes, patient details and an update on the patient post-op was requested in order to progress with this investigation, however, this information could not be provided and thus the scope of this investigation was limited. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of this event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision after 1 month and 11 days due to a fall which loosened the acetabular component.

Manufacturer narrative:
(B)(4) initial report. Additional information, including x-rays, operative notes, patient details and an update on the patient post-op has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Trinity dual mobility revision after 1 month and 11 days due to a fall which loosened the acetabular component.